Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'). In an adult female patient who had essure (batch no. 822372), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) conducted, specify: yes, date: (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and abdominal pain outcome was unknown. And the menorrhagia had resolved. The reporter considered abdominal pain, menorrhagia and pelvic pain to be related to essure. The reporter commented: previously reported, essure insertion date: (B)(6) 2011. Left side: 9, right side: 4 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2011, bilateral fallopian tube occlusion following essure device placement. Most recent follow-up information incorporated above includes: on (B)(6) 2020, mr received: reporter, lab data, lot number added. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) conducted, specify- yes, date: (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hysterectomy (full)). At the time of the report, the pelvic pain and abdominal pain outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-nov-2019: new pfs received- event injury replaced to events pelvic pain, abdominal pain, menorrhagia. Outcome of event menorrhagia from unknown to recovered was updated. On (B)(6) 2019: no new significant information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.